Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube extension at the orange plastic section. The tube extension is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. Additionally, the instrument was found to have a dislodged proximal clevis at the tube extension. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument orange covering distally, was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: if I remember correctly, the damage was within the area of #3 below. A piece of the orange plastic was damaged, like ¿chipped¿ away, bent backwards, at the junction of the orange section moving distally. As far as any kind of incident that happened intra-operatively, I don¿t know. No information was provided. A spd technician noticed the damage during the inspection process.